Manufacturer narrative:
Dc bead with epirubicin was reported to have been used in the treatment of this pt. Dc bead is not indicated for use with epirubicin. The equivalent product lc bead is available in the united states and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company assessment: despite the reporter's belief that the deb-tace procedure was unrelated to the pt's demise, this cannot be completely excluded given the temporal relationship between the events. It is assumed from the clinical description that the liver shock was due to the haemorrhage superimposed on the pre-existing tenuous hepatic function due to cirrhosis, leading to liver failure. It cannot be ruled out that the lower gi bleed resulted from ectopic bead placement or that the liver function was worsened by the embolic procedure, both of which were major causes of the patient's death. Accordingly, taking a conservative approach, this case is considered medically reportable.

Event description:
Initial and follow up info was received on (B)(4) 2014. Clarifications to the previous info was received on (B)(4) 2014. The pt had intermediate stage hcc with child pugh 7. Functional hepatic reserve was low and the hcc was considered unresectable; therefore, transcatheter arterial chemoembolization (tace) was performed (icg 30%). The lesion was a 3-cm solitary node in the anterior compartment. The lesion was relatively hypervascular, so "dc bead was used for tace". On (B)(6) 2014, the pt was injected with dc bead (100-300um, 0.75cc) after mixing with epirubicin hydrochloride without any problem. Dc bead was selectively injected into the branches in the anterior and posterior compartments. Obstructive arteriosclerosis of lower extremities was severe, so the catheter was inserted from an upper extremity. Lower extremity arteriography was performed simultaneously. The treatment of hepatocellular carcinoma was considered a success; however, on (B)(6) 2014, the pt developed severe constipation. As of (B)(6) 2014, the pt had no postoperative concomitant disease, so the pt was discharged from the hospital with improved condition and her anticoagulant therapy (warfarin) was restarted after tace. On (B)(6) 2014 (in the afternoon), the pt had a hard stool, followed by haemorrhage and the pt was hospitalized. The pts' blood pressure was 82/58, and was diagnosed with hemorrhagic shock. Blood transfusion and hemostasis by colon fiberscope were performed. On (B)(6) 2014, the pt's blood test showed progression of decreased liver function. The pt was considered to have shock liver due to the haemorrhage. Despite various conservative therapies given, the symptom did not resolve, the patient died on (B)(6) 2014. The reporter stated that the pt died of other disease reasons. The reporter considered the warfarin as the suspected drug. Reporter causality assessment: the reporter stated that haemorrhage from anal fissure and hepatic failures were not related to the treatment procedures. The reporter stated that tace with dc bead for the hcc was favorably effective, and no concomitant disease developed. The pt was on anticoagulant therapy for hepatic cirrhosis and arteriosclerosis, experienced an event unrelated to the tace (anal fissure and haemorrhage due to a hard stool) and her functional hepatic reserve was low. The reporter also stated that the pt had shock liver associated with the haemorrhage, leading to death. The reporter concluded; haemorrhage with no causal relationship to dc bead caused the shock liver.